Event description:
Sensing difficulty and delined r waves were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Sensing difficulty and declined r waves were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) ring electrode weld defective, and tissue growth was noted on the helix and sense ring; the proximal conductor appeared to fractured at the ring electrode weld; distal segment returned and analyzed.